Event description:
It was reported that a left ventricular (lv) lead alert triggered with high impedance observed, and a partial lead fracture suspected. It was also reported that a lead extension connection issue was suspected. For the bradycardia settings, the lv lead base was reprogrammed to be off and pacing mode was reprogrammed to ddd long atrio-ventricular (av). A functional test was scheduled. The lv lead and extension remains in use.

Event description:
It was further reported that the left ventricular (lv) lead was replaced with a competitor lead.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) pacing lead was beyond the expected upper range. Analyst commented, lv pacing impedance measures 4047 ohms on (B)(4) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: dtba2d1 ICD, implanted: (B)(6) 2014; 5554 lead, implanted: (B)(6) 2003; 694765 lead, implanted: (B)(6) 2014; 6981m lead extender, implanted: (B)(6) 2014. (B)(4).